Manufacturer narrative:
Initial and final (B)(4)- device 4 of 4. E1: patient city: (B)(6). Patient country: poland. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 06-mar-2026 this medical device report (MDR) is being submitted as the initial report. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18/mar/2026 against lot number 6000178 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress trace moisture / superficial wetness. The review confirmed that lot 6000178 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 18/mar/2026 against lot number criteria equal 6000178 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress trace moisture / superficial wetness. The number of complaints is (B)(4). The complaint number is (B)(4). Device history record (DHR) review: the lot 6000178 was manufactured according to work instruction (wi) version 74 and manufactured in the m12, on 10/mar/2023 with a total of (B)(4) units. The sub-assembly: assembly: lot 3c01707 was manufactured according to the wi version 26 and assembled in the quickset line, on 08-mar-2023, with a total of (B)(4) units. Lot 3c02853 was manufactured according to the wi version 26 and assembled in the quickset line, on 10-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tube: lot 3c01876 was manufactured according to the wi version 38 and assembled in the quickset line: 5 on 08-mar-2023, with a total of (B)(4) units. Lot 3c02206 was manufactured according to the wi version 38 and assembled in the quickset line: 8 , on 08-mar-2023, with a total of (B)(4) units. Lot 3c01681 was manufactured according to the wi version 38 and assembled in the quickset line: 4 on 08-mar-2023, with a total of (B)(4) units. Lot 3c01883 was manufactured according to the wi version 38 and assembled in the quickset line: 8 on 10-mar-2023, with a total of (B)(4) units. The review confirmed that lots of 3c01876,3c02206,3c01681 and 3c01883 are associated with non-conformance (B)(4), which is related to findings detected in the production orders during the sap implementation. The issue is associated with the corresponding documentation (production order) and is classified as a quality system issue. This finding does not affect product performance or quality. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 18-oct- 2023. Under child complaint investigation record: (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified two related complaints for lot: 6000178. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA; therefore, no CAPA plan is available. CAPA determination = no CAPA required. Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced leakage at the site for four infusion sets on (B)(6) 2023. The infusion set had been in use for 10 hours. No further information available.